Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately 9 years post-implantation due to patient allegations of elevated metal ion levels and metallosis this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2016- 04901 / 05231 / 05232).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately 9 years post-implantation due to patient allegations of elevated metal ion levels and metallosis this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative record reported right hip revision due to fluid accumulation, elevated metal ion levels, pain, and intermittent squeaking. During the procedure, yellow fluid, black stained tissue, pseudocyst metallosis reaction, cystic lesion, fretting and corrosion of the taper on the stem, and well-fixed cup and stem were noted. The modular head was removed and replaced; a poly bearing was implanted.